Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image and scope communication error (b30). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light emitting diode defective lighting, f\failure of the front panel, failure of the printed circuit board and dust has adhered to the inside of the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and scope communication error b30 was presumed to be caused by failure of the printed circuit board. Light emitting diode defective lighting due to failure of the front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.